Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 419 mg/dl after changing the infusion site. The cause for elevated bg levels was unknown. System check with tandem technical support was performed, and the pump functioned as intended. Customer delivered a bolus and administered manual injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.